Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, it was noted this atrial lead was sensing at the same time as the ventricular sensing. An x-ray revealed the lead was dislodged. The device was reprogrammed; this lead remains implanted and in service.

Event description:
Additional information was received; a revision procedure was performed. An attempt to replace this atrial lead was unsuccessful; the lead could not be implanted. The atrial port was plugged and the device was reprogrammed to ventricular pacing/sensing.